Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheters were leaked during use.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheters were leaked during use.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. One video file was returned for investigation. From the video, it was observed that the fluid was leaking from the catheter. However, it is unclear where the leak is coming from. There is no similar complaint was raised for batch # 8173500 (catalog: 393224) DHR review showed no qn was raised for batch #8173500 (catalog: 393224). There is no related qn on similar defect or condition for the past 12 months. Therefore the nonconformance could not be determined.